Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip began to degrade and became forward firing after 82,927 joules and 10:27 minutes of use. The procedure was completed using another fiber. There were no patient complications.